Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding a hip construct stating: "the primary surgery was performed about 25 years ago (date of primary surgery is unknown) with unknown implants for hip joint. On an unknown date, a dislocation, which was thought to be caused by worn liner (p/n: unknown), was confirmed. No further information is available." As stated ((B)(6) text): stem was aml/ bantamhip. No further details were provided. Revision was not confirmed. The parts were not returned to the company for investigation. Therefore, the complaint could not be confirmed. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per the initial reporting; no additional investigative information will be provided. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The primary surgery was performed about 25 years ago (date of primary surgery is unknown) with unknown implants for hip joint. On an unknown date, a dislocation, which was thought to be caused by worn liner (p/n: unknown), was confirmed.